Event description:
It was reported that a patient presented with over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported and the malfunction corrected itself. The patient was stable throughout.